Manufacturer narrative:
On 24-feb-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per review of the file, mentor became aware of an error in the method code for the initial report. Method code as been corrected to 4114 (device not returned) based on available information for explantation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a revision breast augmentation with two 175cc mentor memorygel breast implant prostheses and experienced postoperative bilateral breast cancer. The patient stated that mammogram and ultrasound were performed and she was diagnosed with breast cancer on (B)(6) 2018. As a result, the patient had the implants explanted in (B)(6) 2020. This report is for the right prosthesis.

Manufacturer narrative:
On 20-nov-2020, mentor received additional information regarding the date of explantation. The patient did not undergo explantation, as she needs to prioritize her tumor treatment first. The patient stated that once she is ready for an explantation surgery she is planning to reach out to mentor and undergo removal without replacement. The relevant fields have been updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: n/a. Manufacturer's reference number: (B)(4).